Manufacturer narrative:
Amended to better reflect clarified event information received subsequent to initial report. (B)(4).

Event description:
The originally implanted bhr cup and anthology stem remained implanted.

Event description:
It was reported that right hip revision surgery was performed due to pain.